Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. Patient is undergoing ongoing radiation treatments. Patient is also allergic to metal and nickel. Patient described the area as rash. There was no alleged device malfunction contributing to the irritation. It is unclear if patient received medical intervention. Reporting out of the abundance of caution. Follow up indicated that the skin irritation improved.